Manufacturer narrative:
The referenced previously reported outflow graft bend relief event was reported under medwatch MFR report #2916596-2012-01131. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had a driveline infection with abscess for an unspecified period of time. A pump exchange was performed on (B)(6) 2016 due to the infection. Additional information regarding the infection and treatment was requested, but was not provided. Incidentally, it was reported that during the pump exchange, a previously reported disconnection of the outflow graft bend relief was noted. The disengaged outflow graft bend relief was found to be eroding into the outflow graft. There were no reports of any pump issues, and the patient was reported to have been asymptomatic with regards to the disconnected outflow graft bend relief from the discovery in (B)(6) 2012 through present.

Manufacturer narrative:
No equipment was returned for evaluation. No further issues has been reported at this time after the pump exchange . A correlation between the device and the report of infection could not be conclusively determined. Furthermore, the report of outflow graft bend relief disconnection could not be confirmed and a root cause for the disconnection could not be conclusively determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.